Event description:
The customer reported that their pump battery depletes too quickly, though this issue did not result in a pump shutdown. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump and provided the customer with instructions on using storage mode and returning the problematic pump. Additionally, the customer was advised to use mdi as a backup therapy to ensure uninterrupted insulin delivery.